Event description:
It was reported that the patient was getting headaches from suspected electromagnetic interference (emi) with their device from their headset. It was noted that the patient was going to get smaller headphones until they did not get headaches. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3389s-40, lot# v087151, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).